Event description:
Customer reported going to the emergency room and was subsequently hospitalized due to a blood glucose level of 32 mg/dl, which lead to a seizure, the customer received intravenous fluids and medication with resolved the issue without any lasting damage. Technical support found the pump functioning correctly with no identifiable issues, and customer was released two days later.